Event description:
Ballon will not stay inflated.16 fr.inflate with 10ml.======================manufacturer response for bard urinary foley, (brand not provided) (per site reporter).======================I've notified the rep and he will be coming by this morning. Bard will need to send to their quality department for review.